Event description:
It was reported that the pwd changed her infusion site after blood glucose levels began to rise despite bolus administration, reaching 213 mg/dl. Upon removing the infusion set, she suspected possible leakage but was uncertain whether it was due to leakage, cannula dislodgement, or minor insulin drip during removal. The adhesive at the site was reported to be secure, and the pwd used skintac for site preparation. The issue was resolved after replacing the infusion site, and blood glucose returned to the normal range with basal delivery. The event occurred while in use with the patient, and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.